Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital after experiencing pain in lower chest/upper abdomen. The pain occurred following violent sneezing. Upon device interrogation loss of capture, phrenic stimulation, decreased pacing lead impedance and oversensing were observed. The lead was capped and replaced.